Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system was explanted due to an infection. No other devices have been implanted. Additional information has been requested but was not provided. The pacemaker has not been returned at this time. No additional adverse patient effects were reported.